Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the patient experienced corneal edema averaging two weeks after cataract surgery. The current status of the patient is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in section b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received indicating that the patient recovered in a short period of time and no other episode has occurred.